Event description:
Reporter initially noted something white came out of handpiece during phaco procedure. Additional information received noted pt had soft cataract and poor pupil dilation. During first sculpting, observed whitening of intraocular fluid at end of tip, with absence of aspiration. Extensive, almost instant burn of incision occurred, which extended paracentrally to cornea center. Changed phaco handpiece to complete procedure. Prognosis reported as poor; corneal graft probably necessary. Cancelled rest of surgical program.